Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the video of the procedure was sent from the user as additional information, olympus medical systems corp. (Omsc) reviewed and re-investigated the reported phenomenon with its additional information. It was reviewed and changes made since the last follow-up report of MFR report #8010047-2021-16378 submitted on (B)(6) 2022 will be updated as follows: [new findings on the investigation] after reviewing the user procedure video, it was confirmed that the image was generally dark and that changing the brightness value did not change the brightness. Since the retention period of the log had been exceeded, the log could not be checked. The settings related to the reported phenomenon could not be confirmed. There were no other changes in the investigation from the last follow-up report of MFR report #8010047-2021-16378 submitted on (B)(6) 2022. If additional information becomes available, this report will be supplemented. (This report is for the camera control unit, otv-s400).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was investigated at the manufacturing site. [Investigation results]: it could not duplicate the reported phenomenon. The camera heads and ultra telescopes were replaced with manufacturing site devices, and the scope images were compared. However, no change was observed in the images. Combination devices were a camera head ch-s400-xz-eb (serial number:(B)(6)) owned by the user, camera head ch-s400-xz-eb owned by the manufacturing site, light source device clv-s400 (serial number:(B)(6)) owned by the user, ultra telescopes wa4kl530 (serial number; (B)(6)) owned by the user , ultra telescopes wa4kl500 owned by the manufacturing site, and were tested with all combinations. When the subject device was inspected at the time of shipment, it was confirmed that all the values related to the video were within the standard values. Olympus medical systems corp. (Omsc) could not identify the root cause of the reported phenomenon. [Consideration]: from the following facts obtained in the investigation, it was confirmed that there was no abnormality in the subject device, but it was not possible to presume the cause of the darkened image. Facts obtained from the investigation: it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since the subject device does not have a log, it was not possible to check the operation history or error. Since the reported phenomenon was "the image is dark", the duplication was confirmed using the subject device. If additional information becomes available, this report will be supplemented. (This report is for the camera control unit, otv-s400).

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the brightness adjustment of the subject device did not work, and the image of the subject device was too dark during the laparoscopic procedure. Since the subject device was used for checking to confirm abdominal closure after using da vinci surgical system, there was no effect on the patient. The intended procedure was completed with using same set of the equipment. There was no report of patient injury associated with this event. (This report is for the camera control unit, otv-s400)

Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc). The inspect results were found as follows; visual inspection: there were no abnormalities in the exterior. Duplication test for the subject device: it could not duplicate the reported phenomenon which the image was too dark. Operation check: there was no abnormality when it was checked the function of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.